Manufacturer narrative:
Continuation of d10: product ID: 9735665 (serial: (B)(6). Product ID: 9735670 (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the tip of a probe being used in a tracker broke off inside of the patient. Site did not extract tip of probe. Happened while putting an si screw into the pelvis using lumbar probe on tracker. There was no additional patient impact reported and no delay to the procedure.